Event description:
A healthcare worker experienced a burning sensation with whitening of the skin to her fingertips after handling a cyclesure biological indicator(bi). The ampoule had cracked during the sterrad cycle. The worker immediately rinsed hwe hands in water and did not seek medical attention. The worker's symptoms resolved within one hour.